Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a3a, d9, h4. Corrected: d4 (primary UDI number). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that the patient underwent a percutaneous vertebroplasty. In the surgery, after the surgeon performed the drilling and plunger, the balloon was inserted. However, the balloon got stuck midway through insertion and could not be inserted all the way. Therefore, the surgeon changed to the opposite side and attempted insertion but was unable to insert the opposite side as well. A new balloon was opened and used. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the synflate vertebral balloon med was slightly bent in the middle shaft. Additionally, the balloon was slightly deformed at the distal tip. The damaged condition of the device is most likely due to the process of attempting to insert or extract it, indicating that force was applied. This kind of damage may compromise the device¿s performance and safety. Proper technique, including gentle manipulation, is crucial to prevent such damage in future procedures. A dimensional inspection and a functional test for the synflate vertebral balloon med were unable to be performed due to post manufacturing damage. Since the device was returned deflated and damaged, the complaint condition of not being able to inflate/deflate was not able to be replicated. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part:03.804.701s, lot:82336836, supplier: (B)(4), release to warehouse date: 29-apr-2025, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.